Event description:
It was reported that a screw broke in patient in not particular hard bone.

Event description:
It was reported that a screw broke in patient in not particularly hard bone and the surgery had a delay longer than 30 minutes.

Manufacturer narrative:
The associated complaint device was returned for evaluation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore, based on insufficient information a clinical assessment cannot be performed at this time. The stated failure mode was confirmed through a visual inspection of the returned 4.5mm x 40mm self-tapping cortex screw hex. The cortex screw is broken. The broken fragment was not returned with this complaint. Based on this investigation, it was concluded that the cortex hex screw fractured due to ductile torsional overload. An overload fracture can occur if the mechanical loads applied to the threaded portion of the screw exceed the strength of the material. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.